Event description:
It was reported that part of pump screen appeared distorted, but display issue did not affect ability to interact with pump or read screen. There was no reported impact to the customer¿s blood glucose level. Caller was informed by technical support that pump could continue to be used for insulin therapy.